Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Customer tried charging with tandem wall adapter without success, then used non-tandem wall adapter and resolved charging issue.